Event description:
The leads were returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. The product was returned by a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; full lead returned in segments. (B) (4) proximal conductor fractured; partial lead returned in segments.